Event description:
Received report from user facility. An adult male pt had multiple crush injuries. The pt went to cardiac arrest twice on scene then was airlifted to hosp. Once at the hosp, staff attempted to use the device in question to warm blood for transfusion to pt, the fluid warming device was alarming and was not warming the blood. The device was replaced with a functioning unit. The pt expired due to his injuries. The bio-medical dept at the user facility determined the alarming unit was due to operator error. The device was set-up incorrectly. The user facility declined to return the device to the MFR as they determined there was no malfunction of the device.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.